Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wings on the suture sleeve were cut off during implant of the lead, and it was not possible to locate the sleeve following implant. Imaging was attempted to locate the sleeve, but was unsuccessful. The patient developed atrial thrombosis five months after implant, which the physician was concerned could be from the lost sleeve. The lead remains in use. No further patient complications have been reported as a result of this event.